Manufacturer narrative:
Facility name: (B)(6).

Event description:
According to the reporter, during a nephrectomy procedure, the loading unit could not be fired. There was no patient injury. Current patient status is stable. A new reload was used to resolve the issue.